Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number:

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2017 deflation was suspected by visual changes noted by the patient. There is no information regarding an official diagnosis. The device was explanted on (B)(6) 2018.